Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was when pt is charging it can be hard to connect to charge, and they get a "replace controller battery" screen even though battery pack is at 97 or 98 percent. They said this started happening about 2 weeks ago and has happened 4 times since then. Pt says the recharger telemetry module (rtm)  gets warm but not very often and said resetting fixes the issue temporarily. They said controller port looks intact, and patient services (pss) had them hold the port and shake controller and they don't hear anything rattling inside. Pt says they have gotten controller replacements in the past and said this controller doesn't seem to have anything wrong. They also got a new rtm recently (rtg0348453). They said rtm cord isn't worn or damaged. Pt didn't have equipment with them at the time of call, and pss offered to call them back since wait times are long. Pss called pt back at 3:57pm and pt provided rtm serial number. Additional information was received from the pt. Pt called back stating they received the exchange rtm but still had a couple of issues. The biggest concern was a few times the pt charged the ins and a couple of hours later pt saw it ran the whole battery down. Pt also noticed the controller did not alert them when the charge was finished, only alerted 1 out of 8 times. Pt also had a couple of times where once all 4 channels on a group turned on suddenly and one night an extra channel turned on when the pt was sleeping, and it hit pt like a buzz and woke them up. Pt also noticed twice that the controller screen went white, and they had to reset. Pt said ins charged pretty quickly-in 20 min to an hour. Pt also gets pain therapy treatment and after that pt does not use therapy during the day. Pt also did not have any door on the controller. Pt said the door was too thick. Pt provided feedback that the controller unlike their previous model, is a like a boat anker, does not stay in their pocket and it makes it even thicker if you put the door on. The techs who designed this controller had no clue how it works practically. Pt said, 'if you can get someone to listen to me'. Pt also said they charged restore every 2-3 weeks and must charge their current ins every day. Pt also said not to send them MDR follow up letters and said they won't fill them out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3: analysis of the 97755 intellis recharger (s/n (B)(6)) revealed that no anomalies were found. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.